Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The indication for the implant was extensive left lower extremity deep vein thrombosis (dvt) extending, from what the medical record indicates, the superficial femoral artery to the popliteal artery. There was concern of a large thrombus burden and the possibility of a pulmonary embolism (pe). The filter was successfully placed at the level of l2-l3 via the right femoral vein. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration and several failed removal attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that three years and ten months post implantation the filter was embedded in the wall of the inferior vena cava (ivc), the patient had blood clots, clotting, and occlusion of the ivc, subsequent deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient reports to be suffering from emotional and physical pain, suffering, swelling in the legs, the filter was noted to have become partially occluded. According to the ppf, the patient presented in a near syncopal state with pain and swelling in his legs, approximately three years and ten months post implant. He was found to have extensive left lower extremity clot that extended all the way to his ivc filter; the filter was noted to have involvement with the clot. Blood clots had passed the filter and he suffered pulmonary embolism (pe). His filter had become partially occluded. The patient underwent a thrombectomy, which diminished his acute pain and swelling. The patient has been advised that the filter is unable to be removed as it is tilted and embedded to the wall of his ivc. After six days of hospitalization, the patient was discharged. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant images to review the reported, tilt, and retrieval difficulty could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and migrated and there were several failed removal attempts. Additional information indicated that the filter was tilted, embedded in the wall of the inferior vena cava (ivc), the patient had blood clots, clotting, and occlusion of the ivc, subsequent deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient reports to be suffering from emotional and physical pain, pain and swelling in the legs, the filter was noted to have become partially occluded. The patient also underwent a thrombectomy. According to the medical records, the patient had originally presented with an extensive lower extremity dvt extending from the superficial femoral artery to the popliteal artery. The filter was therefore placed prophylactically to prevent pe. The filter was successfully deployed, and the patient tolerated the procedure well. Approximately three years and four months post implant, the patient presented to the hospital in a near syncopal state with pain and swelling in the legs and was found to have an extensive left lower extremity clot that extended all the way to the ivc filter. The filter was noted to be involved with the clot. Blood clots had passed and or departed from the filter and the patient experienced a pe; the filter had become partially occluded. The patient underwent a thrombectomy, which diminished the acute pain and swelling, and was then advised by the health care providers that the filter was unable to be removed as it had embedded to the wall of the ivc. The patient was discharged after six days of hospitalization. Approximately four years and nine months post implant, the patient experienced another pe and was placed on lifetime anticoagulation. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion related to clotting do not indicate a device malfunction. Inferior vena cava filters are not indicated for use in the prevention of dvt. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post implant images to review the reported, tilt, migration and retrieval difficulty could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema and pain. Pain, leg swelling and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration and several failed removal attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that three years and ten months post implantation the filter was tilted, was embedded in the wall of the inferior vena cava (ivc), the patient had blood clots, clotting, and occlusion of the ivc, subsequent deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient reports to be suffering from emotional and physical pain, suffering, swelling in the legs, the filter was noted to have become partially occluded. The patient also underwent a thrombectomy. According to the medical records, the patient had originally presented with an extensive lower extremity deep vein thrombosis (dvt) extending from the superficial femoral artery to the popliteal artery. The filter was therefore placed prophylactically to prevent pulmonary embolism (pe). The filter was successfully deployed and the patient tolerated the procedure well. According to the discovery form, the patient received the ivc filter due to deep vein thrombosis (dvt). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include thrombosis, occlusion of the ivc, pulmonary embolism (pe), thrombectomy and dvt. The patient further reports symptoms and injuries including, but not limited to, emotional and physical pain and suffering. Approximately three years and four months post filter implant, the patient presented to the hospital in a near syncopal state with pain and swelling in the legs and was found to have an extensive left lower extremity clot that extended all the way to the ivc filter. The filter was noted to be involved with the clot. Blood clots had passed and or departed from the filter and the patient suffered a pulmonary embolism; the filter had become partially occluded. The patient underwent a thrombectomy, which diminished the acute pain and swelling, and was then advised by the health care providers that the filter was unable to be removed as it had embedded to the wall of the ivc. The patient was discharged after six days of hospitalization. Additionally, approximately four years and nine months after filter implant, the patient suffered from a subsequent pulmonary embolism and was placed on lifetime anticoagulation. The patient has suffered from emotional distress because of a defective implanted filter that cannot be retrieved and worries about the filter fracturing and or further failing in some other way that could cause further harm. The patient also continues to suffer from leg pain. Furthermore, the patient¿s wife, has suffered certain damages in connection with the injuries suffered by the patient, and has become physically and emotionally weakened due to the complications associated with the patient¿s ivc filter. This has negatively affected their marriage. The wife is required to assist the patient with all activities that require any physical exertion and their intimate relationship has been severely limited. The wife suffers from mental anguish, anxiety, and stress due to fear that the ivc filter may further fail and cause life-threatening damages to the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (15400773) presented no issues during the manufacturing process that can be related to the reported event. This report is a follow up report to MFR number 9616099-2016-00483 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration and several failed removal attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that three years and ten months post implantation the filter was embedded in the wall of the inferior vena cava (ivc), the patient had blood clots, clotting, and occlusion of the ivc, subsequent deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient reports to be suffering from emotional and physical pain, suffering, swelling in the legs, the filter was noted to have become partially occluded. The patient also undergone a thrombectomy. According to the medical records, the patient had originally presented with an extensive lower extremity deep vein thrombosis (dvt) extending from the superficial femoral artery to the popliteal artery. The filter was therefore placed prophylactically to prevent pulmonary embolism (pe). The filter was successfully deployed and the patient tolerated the procedure well.